Event description:
(B)(4) clinical study. It was reported that myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2013, the patient presented for a scheduled cardiac catheterization with possible intervention due to recent history of worsening chest pain. Subsequently, coronary angiography and index procedure were performed. The target lesion was de novo lesion located in the proximal left circumflex (lcx) extending to first obtuse marginal (om1) with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25x32mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. In addition, the totally occluded non-target lesion located in the proximal left anterior descending (lad) artery extending to first diagonal. The lesion was treated with pre-dilatation and placement of a 28mm non-bsc stent and another 15mm non-bsc stent was deployed to cover the distal edge of the initially placed stent in an overlapping fashion. Following post-dilatation, repeat angiography showed good result. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented to the emergency room (ER) with complaints of severe right-sided persistent chest pain. Electrocardiogram (ECG) revealed marked anterior st segment depression consistent with a suspected posterior wall mi and acute coronary occlusion was suspected. Patient's troponin levels were noted to be elevated and coronary angiography revealed sub-total occlusion/ stent thrombosis of the previously placed 2.25x32mm promus element¿ plus stent in om1. The study stent¿s sub-total occlusion was suspected to be in part related to a mechanical problem at the inflow of the study stent. The physician treated the lesion with aspiration thrombectomy, pre-dilatation and placement of a 3mm x 8mm promus element stent. Following post-dilatation, residual stenosis was 0%. In addition, there was evidence of distal embolization into the distal lcx, however, there was good timi 3 flow around the distal clot and no further intervention was performed. Two days post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel with consideration of percutaneous coronary intervention (pci) to lad in the near future.

Manufacturer narrative:
Device is a combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no longitudinal stent deformation (lsd) and mechanical issue is not with the stent but was caused by plaque.